Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2018, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant potassium result of 7.7 on a (B)(6) year old male patient presented for pre-surgical testing due to use of IV contrast. There was no additional patient information available at the time of this report. The patient was admitted and discharged on (B)(6) 2018. New information was received on (B)(6) 2018 method:I-stat, sample: wb- a, date: (B)(6) 2018, collect: 12:55, result: 8.3; I-stat, wb- b, (B)(6) 2018, 13:00, >9; I-stat, wb- c, (B)(6) 2018, 13:09, 3.8. Butterfly stick draw. Test times were not available. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 02/21/2018. Retain product was tested and functioning according to specification. Return product was not available.